Event description:
This case was initially received via regulatory authority (B)(6) on 04-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("suspected perforation") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and uterine pain ("pain in the uterine tubes"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the uterine perforation and uterine pain outcome was unknown. The reporter provided no causality assessment for uterine pain and uterine perforation with essure. The reporter commented: date of essure removal reported as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 08-aug-2017 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed 540 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.